Event description:
It was reported that this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) assessed and indicated that the error was an early warning sign of premature battery depletion (pbd). In addition, the device is under advisory for hydrogen induced pbd, which was likely the cause. Device replacement was recommended, as the patient is device dependent. As a result, this device was explanted and replaced due to advisory or recall. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the h7: if remedial act init, type; and h9: correction/removal reporting #. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) assessed and indicated that the error was an early warning sign of premature battery depletion (pbd). In addition, the device is under advisory for hydrogen induced pbd, which was likely the cause. Device replacement was recommended, as the patient is device dependent. As a result, this device was explanted and replaced due to advisory or recall. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) assessed and indicated that the error was an early warning sign of premature battery depletion (pbd). In addition, the device is under advisory for hydrogen induced pbd, which was likely the cause. Device replacement was recommended, as the patient is device dependent. As a result, this device was explanted and replaced due to advisory or recall. No additional adverse patient effects were reported.